Event description:
It was reported that during a lap gastrectomy procedure, the surgeon fired an ech60s with blue reload near antrum. The stapler closed on tissue without strain. After the firing trigger was pulled; there was a noticeable pop/click. The stapler continued to fire and sounded as expected. When stapler jaws were opened; the tissue was cut and staples were unformed and not in tissue. Surgeon has many years of experience with stapler and also noted the tissue was not notably thick. The stapler was removed and saved for return. Another stapler was opened and fired adjacent to initial position to complete the procedure. Procedure was delayed by approx. 60 minutes. No patient consequence was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 6/01/2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a99m5e, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.